Manufacturer narrative:
The investigation into the delivery issues has been completed. The device was not returned for investigation. Based on the clinical information provided, the doctor found a damaged guidewire during impella removal after having difficulty crossing the heart valve. Second impella was placed without any issue. The cause of the delivery issue was most likely use related.

Event description:
The user facility reported the physician attempted to pull the boston v-18 guide wire out with considerable force, but it could not be removed from the impella 5.5. The physician pulled the impella catheter back out of the graft and was able to remove the wire. It was discovered that the wire had twisted and bent and this preventing the wire from being able to be removed while device was inserted in the patient. Impella appeared to be damaged at the base of the motor and 9f catheter. A second impella device was placed without difficulty.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿.